Event description:
Pt presented for delivery of his permanent power wheelchair (magic mobility frontier v6). The actuator for power leg rest elevation was unable to manage the pt's leg into elevation when the chair was in tilt. During drive training, a nut was found on the floor under the chair (the nylon thread appeared to be unbroken), and the wheel was wobbling. During further inspection, one of the wheel bolts in the left drive tire was unbolted and came lose when pulled. The other two bolts were also loose (they were only finger-tight). Additionally, a spare drive tire was purchased, but it was not installed on the rim properly and was not functional. The chair was sent back with the vendor for return to the MFR. Video was also capture of the wobbling drive wheel. FDA safety report ID# (B)(4).